Event description:
There was an allegation of questionable elecsys hbsag ii auto confirm results for 1 patient on a cobas pure e 402 analytical unit. On (B)(6) 2026, the patient had a sample tested for hbsag three times and the results were 75 coi, 75 coi, and 76 coi (reactive). The hbsag auto confirm result was non-reactive. Given the discrepancy between the repeatedly reactive hbsag ii result and the non-reactive hbsag ii auto conf result, the laboratory elected to report the result as indeterminate. On (B)(6) 2026, the patient had a new sample tested for hbsag three times and the results were 78.6 coi, 77.9 coi, and 79.4 coi (reactive). The hbsag auto confirm result was non-reactive. The laboratory again reported the result as indeterminate, taking into consideration the overall patient history and subsequent findings, including the reactive hbeag result and the markedly elevated hbv dna viral load. On (B)(6) 2026, the customer repeated a patient sample three times for hbsag and the results were 104 coi, 105 coi, and 104 coi (reactive). The hbsag auto confirm result was 11.0% (reactive). An hbsag auto confirm test used for tests with hbsag results <100 coi was performed and the result was 90.5% (non-reactive). An hbsag auto confirm test used for tests with hbsag results >/=100 coi was performed and the result was 11.2% (reactive). The customer performed a 1:10 dilution on a patient sample and the hbsag results were 1088 coi, 1175 coi, and 1218 coi (reactive). The hbsag auto confirm result was 0.0552% (confirmed reactive). The customer also performed a 1:100 dilution on a patient sample and the hbsag results were 3335 coi, 3391 coi, and 3435 coi (reactive). The hbsag auto confirm result was 0.0529% (confirmed reactive). It is not known if these measurements were performed with any of the complained patient samples or if they were performed using a different patient's sample.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.